Manufacturer narrative:
H.6. Investigation: according to the DHR review process, the result showed there were no issues reported like base corner broken/damaged during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like base corner broken/damaged for the same part number throughout the last twelve months. According with pictures provided from customer it can be seen the following: 1. The corner of the collector was broken. 2. The lot 0171909 was confirmed like the lot affected. 3. No additional damages were observed on the collector base. As part of this investigation it was noticed that this issue arose from a product sold in japan that¿s why the evidence of the packaging used will be needed to determine the root cause, because in accordance to previous information provided by customer all product sold to japan is being repackaged. Therefore, due to lack of evidence it can¿t be confirmed this nonconformance as a failure mode related to a manufacturing process, because this kind of damages could be generated due to different variables like transit damaged, inadequate packaging to send the product to the end user. See h.10.

Event description:
It was reported that 2 sharps coll 1qt red containers had chipped/damaged base corners. The following information was provided by the initial reporter, translated from japanese to english: "when unpacking, the base was found to be damaged (chipped) at its corner."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 sharps coll 1qt red containers had chipped/damaged base corners. The following information was provided by the initial reporter, translated from (B)(6) to english: "when unpacking, the base was found to be damaged (chipped) at its corner."